Event description:
It was further reported from the patient's physician that the cause of the issue was inadequate charging. The patient was not hospitalized and recovered without sequelae.

Event description:
It was initially reported that the patient's implantable neurostimulator (ins) had overdischarged. It was unknown if this was the second or third overdischarge and it was thought that the ins had been discharged for about two months. The manufacturer's representative attempted two physician mode recharges (pmrs) without success. Additional information was received that reported an overdischarge was confirmed and the patient had a loss of therapeutic effect due to not having stimulation. Additional pmrs were attempted and it was noted that the representative "knew for sure" that the patient had had two overdischarges in two months. The patient also noted that she had fallen "a couple of times." Information received (B)(4) 2012 indicated that the ins was "rebooted" and the patient felt stimulation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).